Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient underwent another procedure on (B)(6) 2004 to add a constraining ring on the cup, no revision occurred. Subsequently, patient was revised on (B)(6) 2005 due to dislocation. The head, cup and ring were removed and replaced with biomet product. On (B)(6)2006 patient underwent a second revision due to dislocation. The head and liner were removed and replaced. On (B)(6) 2012, patient underwent a third revision due to dislocation. The head and liner were removed and replaced with biomet product. On (B)(6) 2012, patient underwent a fourth revision due to dislocation. The head and liner were removed and replaced. It was also noted, it appeared the stem is excessively anteverted and dislocates out of the front. On (B)(6) 2013, patient was revised due to elevated metal ions and pain. The head and liner were removed and replaced with biomet product and the cup was removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 11 mdrs filed for the same event (reference 1825034-2013-00746 / 00756).